Manufacturer narrative:
Received two 138114a in original packaging. Lot numbers were verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection, the devices were dye leak tested, which indicated that the packaging had an obvious hole while the other one did not have any insufficiency. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be that the device was encroaching the seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 242 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect and test each device before each use.

Event description:
During incoming inspection, the distributor rejected two of this device, 138114a, goldline,btn,hols,ext. Blade, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Performed a functional inspection, the devices were dye leak tested, which indicated that the packaging had an obvious hole while the other one did not have any insufficiency. This will be reported as a malfunction with potential for injury upon reoccurrence.